Manufacturer narrative:
Investigation summary: no samples and no photos were returned by the customer in support of this complaint; therefore, 100 retention samples from the bd inventory were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to determine a root cause for the reported issue.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "when the nurse checked the blood collection tube for the patient, it was found that there was an unknown yellow substance in the tube, and a new blood collection tube was replaced to draw blood for the patient."